Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 27 mm watchman flx laa closure device & delivery system (wds) were selected for use. The wds was deployed and upon evaluation, it was determined to be in a non-ideal location. The physician recaptured the closure device to reposition. During the recapture, it was noted that the sheath was moving substantially in a clock to counter-clock motion and the physician mentioned that the device was difficult to recapture. The boston scientific (bsc) representative noted that the physician was using their left hand to advance the sheath over the device, rather than the right thumb, and in doing so, was not pinning the direction of the sheath, allowing it to move freely. The bsc representative corrected the action, and the physician was able to stabilize the sheath and recapture the closure device. The closure device was deployed a second time, at which point it was discussed positioning it in a different lobe and then possibly downsizing the device, as it looked to be too large for the appendage. The closure device was recaptured a second time and repositioned in the posterior lobe, however there was difficultly visualizing the appendage on transesophageal echocardiography (tee). The closure device was deployed a third time using only fluoroscopy imaging. As soon as deployment was complete, the echo physician checked for an effusion. Tee imaging confirmed a pericardial effusion had developed. The physician recaptured the closure device and pulled everything out of the body to give the patient protamine. Pericardiocentesis was completed to treat the effusion and a blood transfusion was required. The flow was consistent, so the patient was brought to surgery to repair a perforation and ligate the laa.